Event description:
It was reported when using the unknown bd vacutainer® barricor¿ collection tubes was clotted. The following information was provided by the initial reporter. The customer stated: "many tubes in error on the cobas with the "clot detection" alarm since 07/26. Filling ok and no clot.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: mat: 365052; lot: unk. Bd did not receive samples or photographs from the customer in support of this complaint. Retained samples could not be tested because the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Lot number is unknown, therefore the complaint and device history review could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.